Manufacturer narrative:
The device was returned to the authorized repair center. It was determined that the ccd camera assembly was faulty, and it was replaced. Following repair, the device performed normally and was returned to use.

Event description:
All displayed images were lost during a colonoscopy. The physician completed the case using another colonoscope. There was no injury or other adverse health consequence for the patient.